Event description:
It is reported that implant broke after 16 weeks post-op. It is also reported that there was contact with sole for 3 months, later partial weight bearing 20 kg. During walking downstairs with a walking frame patient heard a loud "snapping". Patient was revised.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in the (B)(6). The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer reference number of this file is (B)(4).